Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. The same sample was retested on the same platform which yielded a negative result for all targets. A new sample was collected next day and was tested on a different cobas® liat® system which gave negative result for all targets. The initial results were reported out to the physician. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
The customer tested nasopharyngeal specimens asan transport medium, which is not recommended per the IFU. Raw data was provided for both analyzers. The alleged run # 277 produced a positive result with a CT of 31.1 for the sars target. The elevation in the pcr growth curve shows true target amplification. For the repeat run # 181, there is no amplification identifiable for any of the targets and appears to be a true negative result. The system is stable and the internal control was comparable and as expected for both runs. No problem with the system/analyzer was identified. The recollected sample run #1388 also showed valid negative results with no abnormalities. Although unknown, the original positive run did show true amplification though a later CT so its possible contamination was present during this run. No product problem was found. (B)(4).

Manufacturer narrative:
The customer tested nasopharyngeal specimens asan transport medium, which is not recommended per the IFU. Raw data was provided for both analyzers. The alleged run # 277 produced a positive result with a CT of 31.1 for the sars target. The elevation in the pcr growth curve shows true target amplification. For the repeat run # 181, there is no amplification identifiable for any of the targets and appears to be a true negative result. The system is stable and the internal control was comparable and as expected for both runs. No problem with the system/analyzer was identified. The recollected sample run #1388 also showed valid negative results with no abnormalities. Although unknown, the original positive run did show true amplification though a later CT so its possible contamination was present during this run. No product problem was found. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. The same sample was retested on the same platform which yielded a negative result for all targets. A new sample was collected next day and was tested on a different cobas® liat® system which gave negative result for all targets. The initial results were reported out to the physician. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.